Event description:
Unomedical reference number (B)(4). Event occurred in austria. It was reported that the patient was hospitalized on (B)(6) 2024 due to abcess on the abdomen had to be split from an infusion site. Relevant treatment for the infection included antibiotic intravenously. No further information available.